Manufacturer narrative:
Visual inspection of the returned packaging identified creases and indentations on the box lid. Indentations and stress marks from the deformation were also observed on one side of the inner cavity. Review of the device history records identified no deviations or anomalies. A product history search identified no other complaints for this part and lot combination. The observed damage to the packaging is indicative of the item being mishandled or crushed. It appears that the item was damaged during transit.

Event description:
It is reported that the device outer packaging was crushed and the inner packaging was also compromised.

Manufacturer narrative:
This report will be amended when our investigation is complete.